Event description:
Rptr had bilateral mastectomy and implants implanted in 1973. They were replaced 3 or more times due to capsular contraction and the implants came through the skin. She had enlarged lymph nodes. (Also see mw1000638.)